Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. The manufacturer attempted to retrieve additional information regarding the event but no further information has been received to date. As such, the root cause of the reported event cannot be established at this time. Based on the manufacturer's clinical research, device oversizing is the most probable root cause of stent folding events. However, since no further information was received, this cannot be ultimately confirmed. Should additional information be provided in the future, the manufacturer will provide an update to this reporting activity.

Event description:
The manufacturer received information on this event through the publication: ''transcatheter valve-in-valve implantation for sutureless bioprosthetic aortic paravalvular leak in the era of covid-19'' by arslan et al. Based on the information reported on the paper, a patient underwent surgical aortic valve implantation with a perceval valve size m due to severe aortic valve stenosis. The patient presented to the hospital 3 months after the surgery with the complaints of increasing dyspnea and edema. The transthoracic echocardiography results revealed gradient of 32/17 mm hg and severe paravalvular failure in the bioprosthetic aortic valve. Blood cultures were collected for infective endocarditis, no proliferation was found. Thoracic computed tomography was performed for pulmonary embolism and covid-19, and no thrombus or infiltration was found. After covid-19 was ruled out, the patient underwent transesophageal echocardiography (tee), which revealed severe paravalvular failure jet in the bioprosthetic valve in right cusp (rcc) region. The thoracic computed tomography showed that perceval m valve's rcc part was infolded. After evaluation by the heart team, a decision was made to perform a tavi with valve-in-valve technique, as the patient was at high risk for redo surgery. The procedure was successfully performed and an edwards sapien xt balloon expandable 23-mm valve was implanted. The perceval pvs23 valve infolding resolved, and the patient had a god outcome after surgery.

Manufacturer narrative:
Viv procedure performed, valve not explanted.